Event description:
Patient complained of pain following CT contrast injection and seemed to have swelling above port. CT study enhancement was non-diagnostic, but all contrast seemed to have been injected without issue. Contacted ed rn, ir rn and the staff radiologist. Radiologist confirmed powerport catheter was cracked/punctured prior to CT injection causing a contrast extravasation in the patients left chest/neck region. Ir rn started peripheral IV and diagnostic study was obtained.